Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal rate was increased by 0.2 u/hr due to a1c. The customer did not provide further information. Tandem technical support assisted the customer with adjusting the basal setting as per the healthcare provider's recommendations.